Manufacturer narrative:
Maquet cardiopulmonary is aware of a similar complaint ((B)(4)) which was investigated with the following results: during laboratory investigation it was confirmed that the tyvek cover was forced through. Based on the previous investigation results a confirmation of the failure was possible. Thus the failure could be confirmed. A trend review was performed. 15 similar complaints were found. Due to this no systemic issue could be determined. The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2018) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
It was reported that the tyvekcover was damaged as the customer opened the outer box. (B)(4).